Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge was not loading correctly due to the case. The customer's blood glucose was 300 mg/dl. The customer was able to load the cartridge correctly and resumed insulin delivery.